Event description:
Ravindra, v.m., ray, w.z., sayama, c.m., dailey, a.t. Increased spasticity from a fracture in the baclofen catheter caused by charcot spine: case report. Archives of physical medicine and rehabilitation. Summary: in patients with charcot spine, a loss of normal feedback response from the insensate spine results in spinal neuropathy. Increasing deformity, which can manifest as sitting imbalance, crepitus, or increased back pain, can result. The authors present the case of a patient with a high thoracic spinal cord injury who subsequently developed a charcot joint at the t10-11 level that resulted in a dramatic increase in previously controlled spasticity following fracture of an existing baclofen catheter. The (B)(6) man with t4 paraplegia presented with increasing baclofen requirements and radiographic evidence of fracture of the intrathecal baclofen catheter with an associated charcot joint with extensive bony destruction. The neuropathic spinal arthropathy caused mechanical baclofen catheter malfunction and resulting increased spasticity. The patient was found to have transected both his spinal cord and the baclofen catheter. Treatment consisted of removal of the catheter and stabilization with long segment instrumentation and fusion from t6-l2. Follow-up radiographs obtained a year and a half after surgery showed no evidence of hardware failure or significant mal-alignment. The patient has experienced resolution of symptoms and does not require oral or intrathecal baclofen. This is the only reported case of a charcot spine causing intrathecal catheter fracture leading to increased spasticity. This noteworthy case suggests that late spinal instability should be considered in the setting of spinal cord injury and increased spasticity. Reported events: the patient is a (B)(6) man with a remote history of a t3-4 fracture dislocation and complete spinal cord injury (sci) suffered during an automobile accident. He was initially treated with a posterior thoracic fusion from t3-t6 at our institution. He underwent placement of a baclofen pump 16 years after his initial injury for severe progressive lower extremity spasticity. The patient initially reported markedly improved spasticity and continued to do well for approximately six years, but he began to experience increasing spasticity in his lower extremities and presented for evaluation. He underwent an abdominal computed tomography (CT) scan to evaluate abdominal cramping that was not relieved despite increasing baclofen doses. The scan revealed significant breakdown at t10-t11 with the appearance of a charcot spine. There was significant inflammation and bone destruction surrounding the t11 vertebral body, which raised concern for a possible underlying infectious or inflammatory process. Additionally, there was evidence of shearing of the intrathecal catheter at this level, which appeared to be the source of the increasing spasticity. The patient also admitted to having difficulty with sitting upright in the wheelchair. The decision was made to pursue surgical intervention to correct the spinal instability and replace the baclofen pump and intrathecal catheter. The operative intervention was undertaken in two stages to ensure patient safety, allow time to confirm that the inflammatory mass was sterile, and minimize consecutive time under general anesthesia time as the patient had multiple medical comorbidities. In the first stage, the patient was placed prone for a posterior approach and underwent a t10 and t11 partial corpectomy with biopsy of the granulomatous t10-t11 mass, removal of his transected proximal intrathecal catheter with repositioning of his distal catheter, and posterior spinal fusion from t8-l1. The large granulomatous fusion mass that was noted at t10-t11 involved the spinous process and extended into the laminar surfaces and the facet joints bilaterally, thus distorting the normal anatomy. A wide t10-11 laminectomy was performed to visualize the bilateral pedicles of t10-t11. There was obvious abnormal granulomatous material within the spinal canal, which appeared to be displacing and impinging upon the thecal sac. A t10-t11 facetectomy and partial t10-11 corpectomy was undertaken. The disc material from the t10-11 space was sent for gram stain and culture, but no infection was detected. No cerebrospinal fluid was encountered during the approach, but discrete proximal and distal ends of the thecal sac were identified that had clearly been partially transected, most likely due to shearing, and were surrounded by what appeared to be long-standing, organized inflammation. There was a clear area where the transected intrathecal catheter had migrated and was protruding into the soft tissue mass. This fragment was retracted proximally and subsequently cut down and placed back to good position within the thecal sac, since there was compelling laboratory evidence against the presence of infection. The free-standing proximal segment of the catheter identified on CT was easily palpable and removed without difficulty. The proximal and distal ends of the thecal sac were oversewn, and pedicle screws were placed in preparation for the second-stage procedure. Several days later, after confirming there was no bacterial growth from the cultured material, the patient was taken back to the operating room for completion of the t10-11 corpectomy with placement of an expandable titanium cage through a co stotransversectomy and rostral-caudal extension of the fusion t6 to l2. Seventeen months after his spinal stabilization, the patient remained wheelchair bound, with lower extremity tone ashworth ii grade to passive range of motion. Anteroposterior and lateral x-rays showed no evidence of hardware failure or significant mal-alignment. His baclofen pump has been turned off since completion of the spinal cord transection procedure and was removed in a subsequent operation. He remains with controlled spasticity, not requiring oral baclofen for symptom management.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).